Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her blood glucose exceeded 600 mg/dl. The patient experienced fatigue due to the hyperglycemia. The patient treated via insulin pump bolus. The customer mentioned that she was insulin resistant. The customer also treated via manual insulin injection. Troubleshooting was declined. The insulin pump was not returned for analysis.